Event description:
Pt presented with hematuria and evidence of hemolysis on his labs and vad malfunction indicative of vad thrombosis. Ldh was initially 1400 and rose to a peak of 6000 with evidence of hemoglobinuria as well as liver and kidney injury. Logfiles confirmed significant power and flow elevations. Cardiac cta did not show obvious thrombus in the lv or lvad (some irregularity at the outflow tract) but did demonstrate significant thrombus burden of bioprosthetic aov that extends to the aortic sinuses and coronary orifices. He was initiated on bivalirudin without significant improvement in ldh, power/flow elevations or in vad function. He also required escalating doses of bivalirudin and had difficulty with getting therapeutic anti-xa levels. He was evaluated by CT surgery who did not feel he was a surgical candidate for vad exchange due to multiple comorbidities with 2 prior vad and prior debilitating cva. His condition deteriorated over the course of a week despite medical therapy and his prognosis was discussed in depth with him and his family. Code status was changed to dnr/dni and he ultimately moved towards cmo. Bivalirudin was continued throughout given concern for showering of thrombus if this were to be stopped. He became progressively more fatigued but continued to have periods of lucidity and was generally aaox3. On (B)(6) he began complaining of increased urinary and abdominal discomfort as well as some difficulty breathing. Pyridium was added in addition to morphine elixir per his request. Over the course of the next 24th he had increased lethargy and work of breathing. He was initiated on a morphine infusion on (B)(6) and transitioned to cmo. In setting of increasing lethargy as well as discomfort, in the morning of (B)(6) his lvad was turned off with his family at the bedside. Pt passes away rapidly after vad was discontinued.